Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device did not function. It was further clarified that the "thet" did not have power. It was unknown if the device was used in surgery. It was unknown if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a weak motor, defective control unit, damaged housing and damaged hose. Therefore, the reported condition was confirmed. It was determined that the device was not cleaned according to manufacturer¿s specifications. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.